Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose readings of 600 mg/dl. Mother stated that the infusion set was not on correctly and had an occlusion causing the high readings. Customer was able to bring his blood glucose readings to normal range after the emergency room visit. Mother declined troubleshooting. No further information reported.